Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was beeping nonstop. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 10/22/2024. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a "service due" message. The coin battery was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.